Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the catheter became stuck in the sheath is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter would not fit through the sheath upon insertion. As a result, another iab was inserted. Patient outcome: fine. There was no reported patient death or serious injury. No patient complications. No medical intervention required. No delay or interruption in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter would not fit through the sheath upon insertion. As a result, another iab was inserted. Patient outcome: fine there was no reported patient death or serious injury. No patient complications. No medical intervention required. No delay or interruption in therapy.